Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient status post motor vehicle accident with deep vein thrombosis and pulmonary embolism had a vena cava filter deployed with the superior tip at the circumaortic left renal vein. Approximately twelve years three months post filter deployment, cta was unchanged from two years prior. CT scan demonstrated the filter at an oblique angle with prongs extending into the iliopsoas and pararenal space. The patient requested filter retrieval. Approximately twelve years four months post filter deployment, the patient was scheduled for retrieval. Multiple attempts were made to pass a guidewire through the center of the filter but were unsuccessful. Forceps were advanced and multiple attempts to grasp the superior portion of the filter were unsuccessful. The filter appeared to be densely adherent to the sidewall of the ivc. During these maneuvers, a hole was created in the ivc and venogram demonstrated extravasation. An angioplasty balloon was advanced distal to the extravasation in an attempt to have a tamponade effect. Repeat venogram demonstrated no extravasation. The decision was made not to make further attempts at filter removal. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter tilt, perforation of the ivc, and retrieval difficulties. Per the provided medical records, a snare device was advanced just proximal to the filter and attempts were made to pass a guidewire proximally through the filter. Additionally, alligator forceps were used to grasp the filter, and during these maneuvers a hole was created in the ivc. Per the IFU (instructions for use), "use only the bard recovery cone removal system to retrieve the recovery filter." Therefore, the use of alligator forceps to remove the filter could have contributed to the alleged hole created in ivc with extravasation. However, the definitive root cause for the alleged deficiencies is unknown. Labeling review: the current IFU (instructions for use) states: warnings: use only the bard recovery cone removal system to retrieve the recovery filter a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved, and a hole was created in the ivc with extravasation; protruding through the lumen of the vessel. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, twelve years and three months of post deployment, inferior vena cava filter retrieval was attempted. Inferior vena cava filter densely adherent to vena cava wall and unable to be retrieved. Around, eight months and two weeks later, filter retrieval was attempted. Access was achieved to the right internal jugular vein using a micropuncture access kit and ultrasound guidance. A rosen wire was passed down to the level of the proximal inferior vena cava and the subcutaneous tract was dilated with an 8, 10, 12 and 16 french dilator. Then, 20 french sheath was passed over the wire into position in the distal inferior vena cava. Cavogram showed no thrombus within the inferior vena cava filter. The right femoral vein was accessed with a micropuncture set and sheath placed. This sheath was upsized to 14fr. Then the filter was attempted to grasp with snare and graspers as well as wire loop. Unfortunately, the filter was too incorporated into the cava wall to ever engage at all despite multiple prolonged attempts. The groin and neck sheaths were removed, and pressure held to achieve hemostasis. Around two weeks later, computed tomography angiogram of abdomen and pelvis with contrast was performed due to abdominal pain and result showed the unchanged positioning of the infrarenal inferior vena cava filter with multiple filter struts extended beyond the inferior vena cava wall. One of the struts extended beyond the inferior vena cava wall into the right psoas muscle. The retrieval hook abutted the right lateral inferior vena cava wall. Small amount of low density within the inferior vena cava filter, likely thrombus. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties. Per the provided medical records, a snare device was advanced just proximal to the filter and attempts were made to pass a guidewire proximally through the filter. Additionally, alligator forceps were used to grasp the filter, and during these maneuvers a hole was created in the ivc. Per the IFU (instructions for use), "use only the bard recovery cone removal system to retrieve the recovery filter." Therefore, the use of alligator forceps to remove the filter could have contributed to the alleged hole created in ivc with extravasation. However, the definitive root cause for the alleged deficiencies is unknown. Labeling review: the current instructions for use states: warnings: use only the bard recovery cone removal system to retrieve the recovery filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the device was unable to be retrieved, and a hole was created in the ivc with extravasation; protruding through the lumen of the vessel. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.